Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5164051, model/catalog description:linear st lead kit 50 cm. Model number/catalog number: sc-1160, serial number: (B)(4),batch/lot number: 359812, model/catalog description:spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead incision site. Symptoms of redness and drainage were noted. The physician believed that the infection was not device related but the cause was unknown. The patient was given antibiotics and underwent an explant procedure.